Event description:
Edward¿s received information that this bioprosthetic valve was explanted after implant due to central mitral regurgitation. It was reported that the bioprosthetic valve was originally implanted to correct the patient¿s native mitral stenosis and regurgitation. After implant, one leaflet was closing slower than the other leaflets and central regurgitation was observed. It was further reported that the customer expected that regurgitation could be resolved after filling the left ventricle, achieving volume and pressure, weaning off the patient from bypass and declamping aorta; however, regurgitation was not resolved and the device was explanted and replaced with a 23 mm edward¿s magna mitral ease valve while the patient was on bypass. No adverse patient effects were reported as a result of the valve replacement.

Manufacturer narrative:
Summary and discussion: this valve was reportedly explanted at implant due to ¿central mitral regurgitation¿ at tee. An evaluation of the echocardiography recording performed by an independent expert determined that, ¿iotee reveals a small central mr jet early after bioprosthetic mitral valve replacement. A low nyquist limit (< 50 to 60 cm/s) would over-estimate the size of the color jet. All remaining images, acquired with a color-flow doppler nyquist limit of 65 or 70 cm/s, reveal trace central mr that is readily compatible with normal function of the pericardial bioprosthesis. Based on the acquired images, it seems unlikely that there was an abnormal amount of central mr following mitral valve replacement. The bioprosthetic leaflets are not selectively visualized on any of the submitted images; as submitted, there is no demonstrated abnormality of leaflet closing.¿ it is reported that ¿after implant, one leaflet was closing slower than the other leaflets and central regurgitation was observed.¿ an evaluation of the echocardiography recording performed by an independent expert determined that, ¿the bioprosthetic leaflets are not selectively visualized on any of the submitted images; as submitted, there is no demonstrated abnormality of leaflet closing.¿ edwards¿ standardized in vitro testing showed that the total regurgitation fraction of the valve as-received is 2.7%, which is more than five times lower than the 15% allowance per iso5840:2005 for this size valve. During in vitro testing, all three leaflets were observed to close at the same time.

Manufacturer narrative:
Leaflet 2 free margin appeared dropping approximately 1mm compared to leaflet 1. Commissure 1 appeared slightly bent. Damages to the cloth were observed on sewing ring. No apparent damage was noted from the leaflets. The valve will be sent to research and development for functional testing. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The patient status was reported as recovered without issue at (B)(6) 2013. The device will be tested by research and development. Functional test results will be submitted as soon as testing has concluded.